Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage at biopsy channel. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the channel tube, water tightness was lost, causing the control unit to have corroded due to water invasion, the grip had discoloration, there was corrosion around the forceps elevator and at the distal end, foreign material was found at the distal end within the forceps elevator and within the light guide lens, due to damage, neither switch 1, nor switch 3 were functional, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a seal leakage. The same device was used to complete the operation. During the device evaluation, the following reportable malfunction was found: a foreign material was found at the distal end within the forceps elevator and the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.